Event description:
Customer reported there was an event where his blood glucose dropped suddenly and he passed out. He stated he got up to use the restroom and felt shaky and jittery. He passed out on the way to the restroom and his wife called the paramedics. Customer was not injured. Customer had been very dehydrated and was vomiting. The doctor thought customer's basal rates need to be adjusted. Customer stated the insulin pump did not malfunction and his low was most likely a result of his gastroparesis. Customer's blood glucose was 55 mg/dl at the time of the event,

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.